Event description:
It was reported that the customer passed away. The caller stated that the official cause of death was not stated on the customer's death certificate. The caller stated that they would assume the cause of death was from all the complications that the customer had from having type I diabetes for 62 years. The insulin pump was removed the day before the customer died in palliative care. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window. No data analysis could be performed due to no deceased date on the complaint.